Event description:
In 2008, the sales representative reported that approximately one year after a spine surgery that occurred in 2007, an MRI showed a screw at s1 to be broken and a piece from a broken tap at l4-s1 that resulted in bypassing the l5 screw placement during the original surgery. The broken tap was known to have occurred at initial implantation. In 2008, a revision surgery was performed to remove the broken screw noted on the MRI and to add instrumentation for adjacent level fusion.

Manufacturer narrative:
The complaint information indicated the broken screw would not be returned and therefore no visual inspection could be performed. The lot number was not provided so a device history record review could not be performed. The evaluation determined the cause of the revision surgery is the broken screw at s1, determined by MRI view. The most likely cause of the broken screw is increased load on the implants as indicated by the need to treat adjacent levels.